Event description:
A report was received that the patient was experiencing increased pain at the ipg site. It was noted that the pocket was a bit too big and the battery can flip over. The patient was prescribed with pain medication and underwent a revision procedure wherein the ipg was repositioned. The patient was doing well postoperatively.